Event description:
The customer reported a problem with the therapy knob. The customer confirmed that there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a problem with the therapy knob. The customer confirmed that there was no pt involvement. The device was evaluated by philips. The symptom was clarified as the energy select switch intermittently not working. The energy select switch was replaced to resolve the issue.